Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as the cartridge is not an implantable device. If explanted, give date: not applicable as the cartridge is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a 1mtec30 cartridge split while trying to advance lens. Follow-up confirmed that the cartridge cracked starting from body and may be all the way to tip. There was no patient contact. No other information was provided.

Manufacturer narrative:
Device evaluation: the product associated to the complaint was received and revealed some traces of viscoelastics that are observed in the 1mtec30 cartridge. The damage on the cartridge crack suggests it could be associated to the handpiece push rod. The reported cartridge crack was verified. The cartridge is cracked at the tube/tip transition area. The shape of the damage on the cartridge suggests it could be associated to the handpiece push rod. The reported cartridge crack was verified although a product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.